Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension . Product ID: 3587a, lot# l51087, implanted: (B)(6) 1998. Product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer. (B)(4).

Event description:
It was reported the patient¿s device was not working, ¿messing up, battery exploded or something.¿ the patient went to the emergency room (ER), for reasons unknown, back in (B)(6) 2013 but they could not help her. It was requested to have a manufacturer representative present for the patient¿s appointment (B)(6) 2014. The patient was last seen by the healthcare professional (hcp) 2 months prior to the date of the report.

Event description:
The patient¿s health care provider (hcp) confirmed two months later that the patient came into the office about two months ago but did not want anything to do with the company representative so the patient just walked out of the office and the hcp has not heard from her since.